Manufacturer narrative:
Upon follow up it was reported the patient was hospitalized for the peritonitis event. Pd therapy was ongoing. At the time of this report, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1 gram, every fifth day, route and duration not reported) and injection of ceftazidime (1 gram, every day, route and duration not reported) for peritonitis. Action with dianeal therapy was not reported. At the time of this report, the patient outcome was unknown. No additional information is available.